Event description:
Summary: a knee walker/leg caddy is for locomotion when one foot cannot bear weight. The device has wheels and a brake. The knee and shin on the side of the non-weight-bearing foot rest on a padded platform, and the other foot pushes it along. I ordered a rammtlc brand from ebay because I thought it was a better buy than the roll-a-bout brand recommended by my doctor, and my insurance would not cover one. When I practiced with it before surgery, it seemed it would suit the purpose. But after surgery, it became obvious that it was unsuitable and even dangerous. The knee platform, supported by one central column, grew increasingly shaky and the pads were slick, letting the leg encased in a surgical cast fall off. I had a fall and a near-fall because of the leg sliding off. The steering did not turn 120 degrees as advertised and made the device more unstable, and the brake did not work well. After only three days of limited, normal use -I was allowed up on it only five minutes an hour the first week- the screw that held the handlebar to height bored a larger hole in the steel tube that held it. The handlebars collapsed and the steering did not work. It was dangerous to take even to the bathroom. In spite of wondering if I was injured in the two adverse incidents, I missed my first post-surgical appointment because I didn't dare use it on the ramp from my house to the driveway. The weight limit was listed at 350 pounds, much much more than I weigh, so weight was not a factor in its collapse. I live alone and had no other way to get around so needed a replacement immediately. I ordered a roll-a-bout and paid extra for one-day shipping. It is very stable, with the platform supported at 6 points and cotton covered pads. The handlebar is part of the frame and very steady, and the brake is much sturdier. The seller at first refused a refund, but I appealed to paypal and they secured a full refund for me on the basis that the device was unsafe and not as described. I returned the item to the seller as requested, I later learned that roll-a-bout was the original device of this kind and has been followed by imitations. This cheaply-made imitation is downright dangerous and could further injury and/or additional surgery for many people. The seller is still offering the rammtlc on ebay. Your action on this medical device would be greatly appreciated by me and others who may have been injured, or could be in the future. Dates of use: 3 days, 2008, diagnosis or reason for use: reconstructive foot surgery -bone fusion- event abated after use stopped or dose reduced? Yes.